Event description:
On (B)(6) 2009 the patient's mother reported that both the up and down buttons of the infusion device are defective. The mother did not have the infusion device at the time of the report. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.